Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited undersensing of ventricular tachycardia (vt). The episode was 30 seconds in duration and resulted in being considered a non-sustained vt and no therapy was delivered. The patient experienced syncope. A second episode was detected in the ventricular fibrillation (vf) zone where some undersensing was also observed, however, quick convert was delivered. A third episode was then detected in the ventricular fibrillation (vf) zone and again showed some undersensing, however, shock therapy was delivered and converted the rhythm. Programming changes were made to sensitivity and duration. No additional adverse patient effects were reported. This product remains implanted and in service.